Event description:
This report summarizes 1 malfunction event, where it was reported there was inadequate patient restraint.  There was no patient involvement.

Manufacturer narrative:
It was originally reported the device had inadequate patient restraint. Upon investigation it was determined the cot was being used for training purposes only and the straps were non-stryker product, which is not reportable.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending investigation.   There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported there was inadequate patient restraint. There was no patient involvement.